Manufacturer narrative:
The instrument was thrown out by the facility; therefore no product will be returned for evaluation.

Event description:
The user facility reported the tip of the instrument broke off during the case. No injury to the patient. Additional information: the tip of the instrument broke in the patient's eye, and it wasn't removed. A CT scan confirmed the tip was left in the patient's eye. The patient is doing great without any further complications or negative outcomes.